Event description:
The user reported that there were intermittent problems with the monitor display. There was no harm to any pt. Tests on the unit disclosed two problems. First, a cable on assembly 591379 had become unseated. No specific cause for this problem could be determined. Second, the cable to the display was not fully seated in the connector. This appears to have been caused by the application of an excessive amount of the adhesive that is intended to secure the cable. The event is not occurring more frequently or with greater severity than is usual for the device.